Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event based on the additional information received confirming the event was unrelated to the device or its use. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that after a surgery for an anterior hip with a fastseal device with no complications, patient consented for participation on (B)(6) 2023 with benign post op course. Starting on the weekend of the (B)(6) 2023, patient was admitted for likely ileus along with reported waxing/waning altered mental status on this day. He quickly decompensated over the following 24-48 hours requiring increase in respiratory support and cv support and ultimately resulted in his death on (B)(6) 2023. The surgical team evaluated the patient with no concerns on the right hip, they considered he was a research patient and deemed that this was a severe adverse event resulting in death of the patient/participant, but was considered unrelated to the study device.

Event description:
It was reported that after a surgery for an anterior hip with a fastseal device with no complications, patient consented for participation on (B)(6) 2023 with benign post op course. Starting on the weekend of the (B)(6) 2023, patient was admitted for likely ileus along with reported waxing/waning altered mental status on this day. He quickly decompensated over the following 24-48 hours requiring increase in respiratory support and cv support and ultimately resulted in his death on (B)(6) 2023. The surgical team evaluated the patient with no concerns on the right hip, they considered he was a research patient and deemed that this was a severe adverse event resulting in death of the patient/participant.

Manufacturer narrative:
Internal complaint reference (B)(4).